Event description:
During im rodding of midshaft fracture of femur with lateral entry nail -ex, surgeon was inserting the nail with the standard insertion handle rotating the handle to position the nail. Surgeon heard a snap and the nail felt free in the insertion handle. Surgeon did insert the nail and it was not in the correct position to insert the screw/bolt. Surgeon removed the insertion handle and discovered the tab was broken off. The tab remains in the pt.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history records review has been requested.